Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found that the device was intermittently not completing its boot-up cycle due to the aok processor on the main pcba not receiving a signal from the system processor. However, a conclusive root cause could not be established. This device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not play voice prompts when opening the lid of the device. In this state, a lay user would not receive instructions on how to operate the device potentially delaying or preventing defibrillation therapy from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not play voice prompts when opening the lid of the device. In this state, a lay user would not receive instructions on how to operate the device potentially delaying or preventing defibrillation therapy from being delivered. There was no patient involvement reported with the event.